Event description:
Reportedly, the smarttouch tablet does not work and is stuck on the efi shell screen.

Manufacturer narrative:
A 2 years retrospective analysis of the microport crm's complaints has been performed to review the reportability decision to FDA. The current event met the reportability criteria. Therefore, a MDR is sent by taking into account the validation date of this retrospective analysis as the last information received (28 june 2024). - upon reception of the smarttouch tablet, the reported behavior could not be reproduced, as normal functioning was observed. - in-depth analysis revealed that the observed issue most probably resulted from an incorrect configuration of the bios, which was set to launch the efi shell first. - the root-cause of this change in the boot option priorities could not be determined with certainty. However, it could have resulted from an instability of the bios or from a hardware/firmware issue at the level of the smarttouch tablet. - the subject smarttouch tablet followed the repair workflow (including a re-ghost to restore its initial configuration and a manual setting of the boot option priorities to restore the normal bios configuration).